Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to recover. A field service engineer replaced the full-height drawer and completed the inventory. All tests were performed and the unit tested ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height drawer experienced a possible magnet issue and did not recover. Customer stated that this was the only pyxis available on the unit and malfunction was critical and directly impacted patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.